Manufacturer narrative:
Device discarded by hospital.

Event description:
A percival pvs27 was implanted and explanted, and replaced with crown 27 mm due to possible migration. It was reported that the physician suspected the valve was not a good fit for the patient's anatomy.

Manufacturer narrative:
As the device was not available for return, investigation was limited to device history record review. The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Surgeon suspected the device was poor fit due to patient's anatomy. On (B)(6) 2018, it was reported that patient is doing fine.